Manufacturer narrative:
The insulin pump alarmed during the self test and was unable to communicate with the blood glucose meter due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer's parent reported via telephone call that the insulin pump was not connecting to the blood glucose meter. The insulin pump had reset itself and alarmed for a failed self test. The blood glucose reading was not known. The troubleshooting could not be completed as the customer was not present with the parent. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.